Manufacturer narrative:
H3. Actual device remains implanted. The sample received was angiograph film. Description of complaint: the top of the dome perforated the inferior vena cava. Review of the angiographs show that the filter tip is outside of the contrast column. The rest of the filter dome and the filter legs are within the contrast column. There is no contrast exiting the inferior vena cava in the vicinity of the filter dome tip. No extravasation or bleeding occurred. Perforation is asymptomatic. Pt was monitored and no add'l complication or procedures occurred. Medical review of the angiograph films by co's scientific director determined that it is not a perforation, but a narrow crease (evagination) of the vena cava wall around the filter tip. Is cannot be determined completely that the top of the dome perforated the inferior vena cava. Monitor trending data to determine frequency of phenomenon.

Event description:
The top of the dome perforated the inferior vena cava. No extravasation or bleeding occurred. The perforation was asymptomatic. The pt was monitored and no add'l complications or procedures are anticipated.